Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hemostasis valve leak resulting in slight hypotension. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was advanced. While accessing the laa the hemostasis valve was not closed properly. The patient lost approximately 30-50ml of blood and experienced slight hypotension. No intervention was required to treat the hypotension. The device was exchanged and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the watchman access sheath (was) and dilator which was not inside the was as received. The valve was loose and opened and blood was on the device as received. Kinks were found 3.2cm from the strain relief, 33.8cm from the tip, and 1cm from the tip of the access system. The tip was damaged with slight crimping of the tip material. Microscopic examination of the threads of the was revealed they were damaged/cross threaded. It could not be determined when the thread damage occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a hemostasis valve leak resulting in slight hypotension. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was advanced. While accessing the laa the hemostasis valve was not closed properly. The patient lost approximately 30-50ml of blood and experienced slight hypotension. No intervention was required to treat the hypotension. The device was exchanged and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.